Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and perforation ('perforation (other)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included grand multiparity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/miscarriage"), pelvic pain ("pain: pelvic/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and urinary tract infection ("uti") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy (full) and hysterectomy full). Essure was removed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, metrorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2010. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain and uti. Right: 5 coils. Left: 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and perforation ('perforation (other)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included grand multiparity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), abortion spontaneous ("stillbirth/ miscarriage"), pelvic pain ("pain: pelvic/ chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("menorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy (full) and hysterectomy full). Essure was removed. At the time of the report, the fallopian tube perforation, urinary tract infection, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, metrorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as - 2010. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain and uti. Right: 5 coils, left: 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-mar-2020: pfs received. The case was upgraded to serious incident. New events: perforation (fallopian tubes); perforation (other), plaintiff did not undergo essure confirmation test were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.